Event description:
The pt reportedly experienced a skin flap breakdown without infection. The pt's device was explanted. The pt was reimplanted with another advanced bionics device on the contralateral side. Advanced bionics continues to gather further info. When new info is obtained, a report will be sent.